Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that on (B)(6) 2020, the patient reported burn marks from a treatment. There is no evidence that the patient was treated. The download data, from the days surrounding of the alleged event, does not show any automatic events or flags indicating that a treatment or gel deployment occurred. The patient was unsure when the red, raw burning skin started. There was no alleged device malfunction contributing to the irritation. Patient reported that she went to the ER and was treated with cornstarch by a physician. Patient indicated that the skin irritation is now healed.